Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 401mg/dl at the time of incident. Customer was advised to run a fixed prime and insulin exited from the pump. Troubleshooting advised that the reservoir may have been occlused. The customer was advised that the infusion sets would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details given.